Event description:
(B)(6) advised bd of 19 adverse events (endophthalmitis, uveitis or panuveitis) reported to them where bd needles were one of the common factors.

Manufacturer narrative:
Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.